Event description:
Customer's mother reported that the customer was hospitalized with a high blood glucose level of 1147 mg/dl. Customer initially called to learn how to turn the insulin pump off. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.